Event description:
It was reported device system was removed due to infection. No pt symptoms or treatment were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Catheter.